Event description:
It was reported that during a follow-up, the lead was noted to be dislodged. The lead was explanted and replaced when repositioning was unsuccessful. The patient was fine after the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: analysis was normal. No anomaly was found.